Event description:
It was reported that pt bent over and rotated to put on sock and hip dislocated.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hosp policy. Additional info (including x-rays and medical records) was requested, but not made available. Should additional info become available, the eval summary will be submitted in a supplemental report.